Event description:
The patient underwent successful mechanical thrombectomy of the left m2 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. Three days post procedure, the patient suffered respiratory decompensation, which was treated with medical management (not specified) and eventually, six days later led to death. The primary cause of death was pulmonary arrest. The patient's death was reported as unrelated to the device; however, the relationship to the procedure was unknown.

Event description:
The patient underwent successful mechanical thrombectomy of the left m2 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. Three days post procedure, the patient suffered respiratory decompensation, which was treated with medical management (not specified) and eventually, six days later led to death. The primary cause of death was pulmonary arrest. The patient's death was reported as unrelated to the device; however, the relationship to the procedure was unknown.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Respiratory failure and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device is not available to the manufacturer.